Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2011, the patient presented with a pre-op diagnosis of right c7 and left c8 radiculopathy by electro myography¿s (emg¿s), foraminal stenosis c6-c7, c7-t1 and underwent the anterior cervical discectomy and fusion with bilateral foraminotomies c6-c7, c7-t1. As per op-notes, ¿we selected a lordotic cortical interbody spacer and packed it with a half a sponge of an extra small bone morphogenic protein. These were 7 mm in height. These were impacted into place and satisfactory countersunk.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.